Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the disappearance of indication on insertion tube caused by the following stress applied to the insertion section: -physical stress such as scratching and hitting at the insertion section. -chemical stress due to reprocessing outside of instructions for use (IFU) (reprocessing manual) recommendations -stress due to poor storage conditions (direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.) However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): 3.2 preparation and inspection of the endoscope 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited the connecting tube has coating peeling (1mm2 or more). There were no reports of patient involvement.